Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 57 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, on completion angiogram, a type ia endoleak was observed. The area was ballooned and the next angiogram showed the endoleak to be reduced. 6 heli-fx endoanchors were then placed proximally but a late, minimal type ia endoleak persisted. There was no room for additional proximal seal and so the procedure was completed with follow up imaging planned. As per the physician, the cause of the event could not be determined no additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Updated film evaluation summary: the exact cause of the reported proximal type I endoleak seen during implant could not be determined from the pre-implant films provided. Films during implant were not available for review and the reported endoleak could not be assessed. Post-implant CT¿s were not provided and assessment of the stent graft in-vivo configuration also could not be performed. Pre-implant films revealed that the patient¿s proximal neck was severely angulated (>60 deg), conical-shaped, and contained calcification. It is possible that implanting within the challenging proximal neck may have contributed to the reported proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.